Event description:
Reporter stated that back-to-back tests were performed, using the suspect device, with results of 440 mg/dl and 170 mg/dl (same patient). Based on the discrepant values obtained, a venous sample was obtained from the patient (within 30 minutes) and when tested in the facility's lab, measured 168 mg/dl. Reporter indicated that patient was not treated based on the values obtained on the suspect device; rather, treatment was withheld until lab blood glucose result was known. Quality control testing was reportedly performed on the device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.